Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had poor coupling and were only getting 2-4 bars. Antenna locate did not resolve the issue completely, however they were able to get 6 bars. The patient indicated the ins may be tilted in the pocket. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep indicating the patient's incision was still a little swollen. They were able to charge their ins to 50%. The issue had not been completely resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they were charging too often and had poor coupling since implant. The patient was told the ins charge would last 2 weeks after being fully charged but it lasted only 5 days. The patient stated it could be her settings that were causing this. During the call the antenna locate feature was reviewed. The patient was getting 4 coupling bars even after antenna locate was used. The patient reported she could sometimes get 6-8 coupling bars but got 4 most of the time. The patient stated she just held the antenna over the ins because the holster had never worked for her and the ins would not charge with the holster. The troubleshooting did not resolve the issue. Adhesive disks for recharging were sent to the patient. An ins recharger antenna was also sent. No symptoms or complications were reported or anticipated.